Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) customer was getting system error messages and the iabp shut down upon startup. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) customer was getting system error messages and the iabp shut down upon startup.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered error 66. In addition, the fse found that one of the drive solenoids had an intermittent issue. The fse replaced the vent valve and the drive manifold. The unit passed all functional and safety testing. The iabp was returned to the customer.